Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction, and the product was not returned. The investigation was unable to determine a conclusive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and pain are known potential patient effects as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a supera stent was successfully implanted in the non-calcified superficial femoral artery. On (B)(6) 2015, the patient presented with symptoms of leg pain. A femoral angiogram was done, revealing stent thrombosis and the patient underwent a procedure to remove the thrombus. There was no reported adverse patient sequela. No additional information was provided.